Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and displayed "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty transformer on the processor/bridge/pace (pbp) board. The pbp board was replaced to resolve the report. A replacement device was sent to the customer. Analysis for reports of this type has not identified an increase in trend.